Manufacturer narrative:
Based on the available information, the patient involved in meets the following risk criteria for early prosthesis wear as specified in the hhe: implanted with a lateralized liner, and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors specified in hhe. There appears to be minimal prosthesis wear on the provided radiographs. However, this cannot be confirmed as the devices were not available for evaluation.

Event description:
As reported, approximately 6 years and 10 months post the initial right total hip arthroplasty, the patient was revised due to the gxl liner recall. The rep was not aware of any symptoms leading up to the revision surgery and did not ask the surgeon. The surgeon's pa stated the patient was wanting to have the gxl liner exchanged. There was no reported breakage of the device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 170-36-00 - biolox delta femoral head 36mm od, +0mm 5333274 186-01-54 - integrip cc, cluster 54mm, g2 5302966. 188-01-09 - wedge plasma x/o sz 9 5132131.